Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an oats osteochondral lesion procedure the inner part of the recipient harvester did not fit in the delivery tube, it was standing proud from the start. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by improvising with a donor harvester. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-1981-10s, oats® set, batch 4211151341, was received for investigation. Visual inspection of the device noted that it has sustained surface damage along the body. Functional testing confirmed that the device could be assembled as intended. The graft delivery tube properly fit into the shaft at the specified depth, and no issues were observed with its fit. No problem found. -refer to investigation photos. Complaint allegation is not confirmed.